Event description:
It was reported that the patient presented for a pacemaker interrogation. Upon interrogation, low pacing impedance was detected on the right ventricular lead. No intervention was performed at this time. The patient was in stable condition.

Event description:
New information received notes that elevated capture threshold was detected on the right ventricular lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.